Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and pain at the implant site. Subsequently on (B)(6) 2015 the patient underwent a surgical procedure to have the abutment removed and excess tissue was excised. During the same procedure an internal magnet was implanted. The implanted device remains.